Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cannula of the tracheostomy tube broke into two pieces. Medtronic is requesting additional information regarding the circumstances of the event.

Manufacturer narrative:
One sample was received for evaluation, a visual inspection was conducted and it was observed the flange was separated from the tube. Damage on one of the outer cannula holes and flange was noticed. Dimensional test was performed on both holes of the cannula diameters, depth of the holes, and flange lug pins. All readings were within specification according to applicable drawings. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cannula of the tracheostomy tube broke into two pieces. Additional information provided by the customer indicated that no injury occurred and they left the device in for some time.